Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide cable cut a root cause could not be identified. Based on the results of the investigation, the most probable cause of the poor picture was loose handle. In addition, the cause of the cut light guide cable was traced to a component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a poor picture during reprocessing involving an olympus rigid video laparoscope. There was no patient involvement.